Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix mesh) and phasix on (B)(6) 2008 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix mesh). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. H11: addendum: this is an addendum to the initial emdr submitted on 21-jul-2020. This supplemental emdr was submitted due to the omission of the date of implant that was alleged in the legal claim. Updated fields: b4, b5, d6 (date of implant), g4, g7, h2 and h10. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix mesh) and phasix on (B)(6) 2008 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix mesh). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum: based on the allegation of adverse outcomes associated with the composite mesh (composix mesh), the date of implant was identified as (B)(6) 2008, as phasix was not available at that time.